Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep replaced the system monitor. The system is operating as intended.

Event description:
The customer reported that the left monitor on system is displaying only half of the fluoro image.